Event description:
It was reported that during a shoulder arthroscopy the tip of the device broke inside the patient. All fragments were removed from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is unable to be confirmed. One unpackaged ar-2600sbs-4 swivelock was received for investigation. Visual inspection identified that no fragments or remnants of the anchor or eyelet were returned for analysis. Only the swivelock inserter was returned, with no abnormalities present. As no anchor or eyelet was returned for assessment, the alleged breakage could not be accounted for. No problem found.